Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported no communication was confirmed in the laboratory and was due to a damaged component of the high voltage circuity. The cause of the damaged component was due to a high current observed on the device.

Event description:
It was reported that after the device was implanted, the dc fibber was run and dumping capacitor message was observed and telemetry was lost. Attempts were made with a wand and the device was still unable to be interrogated. The device was replaced and sent for analysis.